Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard, but the seal was not complete. The surgeon converted the procedure to open and the operating time was extended by 30 minutes. The pt is said to be fine.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.